Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product and data were evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed due to 0.45 vdc. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and a pair new transmitter message was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early senor expiration could not be determined. The reported event of a pair new transmitter message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product and data were evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed due to 0.45 vdc. A (B)(4) pairing test was performed and passed. A review of the share logs was performed and a pair new transmitter message was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early senor expiration could not be determined. The reported event of a pair new transmitter message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.